Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran by itself. Therefore, the reported condition was confirmed. It was further reported that the control unit was defective, motor had no power, test bank trigger was broken, engine failed, and machine was not switching off. The assignable root cause was determined to be due to false material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, during pre-surgery check, it was observed that the electric pen drive device did not work. During in-house engineering evaluation, it was observed that the device ran by itself. It was further reported that the control unit was defective, motor had no power, test bank trigger was broken, engine failed, and machine was not switching off. There were no delays in a scheduled surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.